Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer stated that he will contact his doctor regarding the possibility of getting another meter due to her medical condition. Most likely underlying root cause of malfunction: mlc-78 - user hematocrit low test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 error message accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling very tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017 a blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date is approximately 2 weeks ago. The meter memory was not reviewed for previous test result history. Customer is currently on daily chemotherapy treatments. Advised customer that due to the chemotherapy treatments and his anemia, his hematocrit levels may be interrupted and that this meter may continue to give him the e-0 error messages. Customer stated that he would contact his doctor regarding the possibility of getting another meter.